Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a new program (a) added to their system. The day after meeting with the manufacturer representative to have the program added, the patient was feeling stimulation in the gut and not in the back and legs. The patient had to switch to their other program (b) and the stimulation was fine. The patient wants to have program a adjusted so that they are able to use a second program. No further complications are anticipated.